Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The was and versacross connect were inserted into the patient to perform the trans-septal puncture (tsp). The versacross dilator was visualized on the septum. Without buzzing across the septum, it appeared as the wire was across into the left atrium. The physician then advanced the was sheath and inserted the pigtail catheter. Contrast was injected through the pigtail, and it was noted that the contrast filled the pericardium. An effusion check was performed at this time, and no effusion was noted. The was sheath was pulled back into the right atrium, and the septum was recrossed. The wds was inserted, and position, anchor, size and seal (pass) criteria was met. It was then noted that there was fluid in the transverse sinus, and another effusion check was performed. At this time an effusion was noted. Pericardiocentesis was performed. Approximately 500cc of bloody fluid was removed to treat the effusion. A drain was left in place, and the patient was admitted for observation. There were no further complications, and the patient was discharged approximately three (3) days later.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The was and versacross connect were inserted into the patient to perform the trans-septal puncture (tsp). The versacross dilator was visualized on the septum. Without buzzing across the septum, it appeared as the wire was across into the left atrium. The physician then advanced the was sheath and inserted the pigtail catheter. Contrast was injected through the pigtail, and it was noted that the contrast filled the pericardium. An effusion check was performed at this time, and no effusion was noted. The was sheath was pulled back into the right atrium, and the septum was recrossed. The wds was inserted, and position, anchor, size and seal (pass) criteria was met. It was then noted that there was fluid in the transverse sinus, and another effusion check was performed. At this time an effusion was noted. Pericardiocentesis was performed. Approximately 500cc of bloody fluid was removed to treat the effusion. A drain was left in place, and the patient was admitted for observation. There were no further complications, and the patient was discharged approximately three (3) days later.